Event description:
The account alleged that during a procedure, the bed hi/low up function activated on its own.

Manufacturer narrative:
The account stated that the bed has not duplicated this issue and declined to have a technician investigate the alleged malfunction.